Manufacturer narrative:
Pump was received with intermittent button response due to corroded keypad traces. No numbers scrolling up noted. No blank display noted. Unit had minor scratched lcd window and cranked reservoir tube lip. (B)(4).

Event description:
Customer reported that the numbers on the insulin pump's display were scrolling during bolus. Customer reported that the insulin pump may have recently been exposed to moisture. Blood glucose level was 110 mg/dl at the time of the call. No further information was provided.